Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it was reported that the insulin gauge was inaccurate. Troubleshooting was performed and the issue was verified; however, customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. The customer's blood glucose level was 107 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned